Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence, and there was no adverse impact to the customer's blood glucose level. The customer reverted to alternate method of insulin.